Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including a receiver and a surgical lead, on (B)(6) 2004. It was reported that the pt experienced stronger stimulation when he moved in certain positons. The pt reported that about one and a half years prior, he caught the receiver on a car and the receiver was pulled. He stated that the receiver currently felt loose in the pocket site. It was reported that the physician ordered a fluoroscopy of the pt's system. The results of this procedure are undetermined; no further info is available at this time.